Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. The root cause was due to a centrifuge issue. Upon review of the complaint information, it was determined a clinical investigation was not required as the customer reported issue has been resolved. The customer evaluated their centrifugation processes and observed an issue with the centrifuge in use. The centrifuge issue has been resolved and tubes are no longer exhibiting poor barrier formation. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube there was poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the blood tube is what has happened with most of this batch of tubes which unfortunately is not separating it properly." Additional information received 03/15/2023 from the customer: "there was an issue with the centrifuge which has now been resolved. Samples using the bottles in question were processed yesterday and have successfully separated the blood in the tube. I sincerely apologize but it seems it was more an error at our end than the tubes as originally thought."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ mononuclear cell preparation tube there was poor barrier separation of the sample. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the blood tube is what has happened with most of this batch of tubes which unfortunately is not separating it properly." Additional information received (B)(6) 2023 from the customer: "there was an issue with the centrifuge which has now been resolved. Samples using the bottles in question were processed yesterday and have successfully separated the blood in the tube. I sincerely apologize but it seems it was more an error at our end than the tubes as originally thought."